Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source spare bulb intermittently turned on. The issue was found during unidentified procedure of the device. It was completed with the same device. There were no reports of patient harm.